Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: drill bit devices, bur devices, (B)(6) 2022. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device having an unintended activation/motion identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported by india that during service and evaluation, it was determined that the motor device had an unintended activation/motion. It was further observed that the cutter device could not be secured/locked, and the device displayed an e2 error code indicating handpiece lock engaged. It was further determined that the device failed pretest for cutter lock assessment and safety assessment. It was noted in the service order that the drill bit devices and bur devices were not securing properly in the handpiece while functioning. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in (B)(6) 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.